Event description:
Hip revision surgery due to infection and inflammatory reaction performed on (B)(6) 2023. Previous surgery took place on (B)(6) 2023. During the revision surgery, the following components were explanted: fem. Modular head - m ø32mm 501042322 lot 7011755791 . Delta protr.liner øint 32mm #m 588654158 lot 22at1zq. This event occurred in italy.

Manufacturer narrative:
No pre-existing anomaly was detected by the check of the device history records of the lot number involved. This is the first and only complaint registered on these lot numbers. A final report will be submitted after the conclusion of the investigation.

Event description:
Hip revision surgery due to infection and inflammaotry reaction perofmed on (B)(6) 2023. Previous surgery took place on (B)(6) 2023. During the revision surgery, the following components were explanted: - fem. Modular head - m ø32mm 501042322 lot 7011755791. - delta protr.liner øint 32mm #m 588654158 lot 22at1zq. This event occurred in italy.

Manufacturer narrative:
Investigation no pre-existing anomaly was detected by the check of the device history records of the lot number involved. This is the first and only complaint registered on these lot numbers. The following information was requested to the complaint source but never received: - radiographs. - patient clinical data, such as weight, height, bmi, any other pathologies relevant to the analysis. - pathogen responsible for the infection. Without the possibility to analyze these data, no further investigation can be performed, other than the check of the device history records. As no pre-existing anomaly was detected, we can state the involved lot numbers were regularly sterilized before being placed on the market. In conclusion, we cannot determine the cause of the infection and inflammatory reaction reported, however, it does not seem to be product related. Pms data. Based on limacorporate pms data, we estimate a revision rate of ceramic femoral heads (family code 5010.42.xxx), due to infection, of about (B)(4)%. No corrective actions needed following this complaint. Limacorporate will continue monitoring the market to promptly detect any further similar event. This is a final MDR report.